Event description:
It was reported that oversensing with artifacts was noted on the rv lead. The x-ray image showed a deformation in the distal part of the ra lead with unremarkable trend values. Both leads were explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Plexa promri s 65 - sn (B)(6). Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The insulation was found rubbed through 9 and 7.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Solia s 53 - sn (B)(6). Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The visual analysis showed that the conductor coil was deformed 15 cm distal to the is-1 connector pin and several cuts into the insulation were found. These damages probably resulted from the extraction procedure. During the analysis, the distal area of the lead did not show any anomalies. The quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.